Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was replaced with another icm and returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was replaced with another icm and returned to boston scientific for analysis. No adverse patient effects were reported.